Event description:
In 2001 pt underwent gastric bypass with peri-strips dry. On event date the pt returned for routine follow-up and for reasons unknown to bio-vascular, pt underwent an endoscopy, which revealed ulcers (a common post-operative complication for this procedure as reported by the surgeon). At that time, pieces of peri-strips dry were seen in the inner lumen of the stomach and jejunum and were removed. Endoscopy revealed no leakage of the pouch, and the surgeon stated he believed the product migration happened subsequent to the healing of the original would closure. The pt had no reported symptoms and required no intervention other than removal to treat the product migration.